Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display screen was dim and discolored.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the battery compartment was noted to be cracked from the threads to the pump case seal. The display screen was noted to be dime and discolored. A test display was attached to the pump and illuminated properly without discoloration.